Event description:
The customer contact reported the pt received more medication than intended. At an unspecified time, the pump was programmed in the primary mode to deliver total parenteral nutrition (tpn) at a rate of 50ml/hr and the delivery was started. No further programming parameters were provided. At 2315, the nurse found the bag of tpn half empty. It was reported the pt received 1200ml of tpn in 2 1/2 hours. At that time, the pt's blood glucose level was 1023mg/dl. The physician was notified. The pt was treated with an unspecified dose of insulin and an unspecified volume of normal saline. The device was removed from clinical service. On an unidentified date, therapy was resumed using a replacement pump. There were no reported adverse pt sequelae. During testing at the user facility, the pump delivered more than expected. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy.